Manufacturer narrative:
B3 -date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately more than two years ago. Company manufacturer met with the patient and ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.